Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. For investigation purposes, we will forward your request and ask the reporter of dir (B)(4) to contact you directly via the details you have provided. Please note: the reporter of dir (B)(4) is not obliged to respond to your request and any information they provide is entirely their choice and at their discretion. The tga will not follow up or continue to contact the reporter if they have not taken up the offer to talk to you (the sponsor).

Event description:
It was reported that a patient underwent a sling procedure for bladder prolapse on an unknown date and the mesh was implanted. It was reported that about a year after the procedure the patient began experiencing abdominal pain. It was reported that it was progressively worse over the years and extended to the buttocks and groin area. It was reported that approximately in 2015 the patient began having joint aches and pains, rashes, urinary tract infections, bowel problems with diarrhea and constipation and bladder incontinence. It was reported that as of four years ago the patient began experiencing excruciating pain in the vagina during sexual intercourse that resulted in pausing the sexual relationship. It was reported that in 2013 the patient's symptoms became so great that the patient was unable to use hands properly to give CPR or injections. It was reported that the patient suffered from constant daily pain in joints, muscles, abdomen as well as headaches. It was reported that the patient had periods where the patient had to stay in bed from anywhere to four days and up to a week. Additional information was requested.